Event description:
It was reported that the atrial lead could not be inserted into the pulse generator port. A second device was used with the same results. The lead was not used and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the that the connector portion could not be inserted into the returned device due to that the dimension of the front seal was out of the specification.